Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735773 (unknown serial/lot); product ID: 9735787 (unknown serial/lot). H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the application was displaying a battery service error. System had been plugged in at length prior. There was no patient involvement.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware was replaced. The system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Please see section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there were damaged electronics and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.